Manufacturer narrative:
(B)(4). G2: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the packaging for use, the inner packaging was found to be damaged. Another product was used to complete the procedure. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. -visual review of the provided photos and returned product found crush damage to the outer carton. Evaluation of the sterile packaging found the outer blister tyvek has been partially opened as the tyvek seal has been lifted. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -medical records were not provided. -the root cause of the outer carton damage can be attributed to transit damage. The root cause of the opened sterile packaging cannot be determined with the information provided as we cannot determine how or when it was opened. -the outer carton damage has been confirmed by review of the provided photos and returned product; however, the opened sterile packaging cannot be confirmed as we cannot determine how or when it was opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.